Manufacturer narrative:
There were multiple proximate causes identified for the report of broke. They are as follows: 1. Barrel clamp misalignment. 2. Rear case damaged associated to wear.

Event description:
The device was damaged.

Manufacturer narrative:
H10: this reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.